Event description:
A caller reported a cartridge alarm with their insulin pump. There was no adverse impact to the customer's blood glucose level. The technical support team confirmed consecutive cartridge alarms with the customer's current pump and decided to replace it. They ensured the customer understood how to switch to a manual insulin delivery method in the interim and provided guidance on how to store and return the defective pump. The customer confirmed understanding of all instructions, including the need to connect their continuous glucose monitor (cgm) to the replacement pump and input their settings again. Technical support sent a replacement pump with updated software to the customer.